Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin infection identified as cellulitis. The site was painful, red, and swollen. For treatment, the patient was given an ultrasound, prescribed an antibiotic, and told to return if the redness spread. The pod was worn longer than 48 hours on the infusion site. The patient was discharged after 5 hours.